Event description:
Event description cpi received information that this patient was experiencing intermittent loss of capture with this ventricular transvenous defibrillation lead. R-waves, impedence and thresholds all fine. Patient received upgrade to dual chamber system. A new ICD and atrial lead were implanted and this existing ventricular lead remains active with new system.